Event description:
Seven minutes into the pt's first treatment, pt had sudden loss of consciousness. Rn noted ventricular tachycardia on ECG. Treatment was stopped. Pt was "shook" and came to almost immediately. Physician notified over telephone.